Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was failed to lock and latch on the back had broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the door did not lock and the latch on the back was broken. A field service engineer (fse) remounted latch block and replaced 2 rubber slide stops issue was resolved. The system functioned as intended after the field service engineer repaired the device.